Event description:
Customer's father reported via phone call that the customer had a stomach flu and was very ill and blood glucose kept rising. Customer's father contacted a nurse ans was advised to go to the hospital. Customer was admitted and treated for high blood glucose and dehydration. Blood glucose value at the time of admission was 707 mg/dl. Customer was release and went back on the insulin pump and then it was found that the customer had a bent cannula. Current blood glucose was 407 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had a very small air bubble and no insulin leak was found. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test.

Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. It was programmed with 120 mg/dl bg and 70g of carb. The units bolus was delivered correctly and recorded in bolus the history screen. No bolus wizard anomaly noted. No cosmetic damage noted.